Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins never really did what the patient expected it to do. The reflected changes in programming never resulted in pain relief. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a radiculopathy and spinal pain. The caller reported that their stimulator was not working and was replaced with a pain pump on (B)(6) 2018. No further complications or patient symptoms were reported or anticipated.